Event description:
It was reported the pump would not power on. There was no allegation of patient injury associated with this issue. The patient had replaced the battery, the battery cap was tight and secure and there was no damage to the battery cap or compartment. The issue was not resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no power issues were observed in the pump black box. No activity outside of normal use was observed in the black box or downloaded history. The battery compartment and cap were confirmed to be intact. The pump booted up normally and was exercised for 24 hours without alarms or power issues. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.